Manufacturer narrative:
Correction: additional information received on 03-may-2018 indicated that the complaint was not reportable.

Event description:
Additional information received on 03-may-2018 indicated that the complaint was not reportable. Information was received that the previous spectra was "too small" and was replaced with a "longer and thicker device." No report is required because device sizing is included in the IFU and operating room manual. If the device is too small it would not contribute to a serious injury and there's no indication of a device malfunction.

Event description:
It was reported the patient will have his spectra penile prosthesis revised due to an unspecified reason on a future date. No patient complications were reported in relation to this event.